Event description:
It was reported that when the mandrel was removed from the 3.0x28 mm xience xpedition without resistance felt, the proximal shaft kinked. An attempt was made to straighten it for use in the patient which resulted in a shaft separation. The device was not used on the patient. A new 3.0x28 mm xience xpedition was able to be used successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis and the shaft separation was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.